Event description:
On (B)(6) 2020, this patient on peritoneal dialysis (pd) contacted customer support and reported experiencing a drain complication in drain 1 of pd treatment with the liberty select cycler. During the call, the patient also reported he recently underwent replacement of his pd catheter (not a fresenius product) and there was blood in his drain fluid from the catheter surgery. Attempts to follow-up with the patient's pd nurse was unsuccessful. In additional follow-up with the patient, it was confirmed the had visible blood from his pd catheter (not a fresenius product) which was directly related to the patient's prior pd catheter surgery. The patient reported he did not have any ill effects from use of the fresenius cycler, or any other fresenius device, or product. Reportedly, the patient is completing his pd treatments with the same cycler without any issues. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review, and the need for a clinical investigation will be reassessed accordingly. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).